Manufacturer narrative:
(B)(4)-the item number and lot number of the device could not be provided, so no manufacturing evaluation could not be performed. (B)(4)-the device remains implanted. Therefore, direct product analysis was not possible.

Event description:
The following publication was reviewed: "off-the-shelf devices for treatment of thoracic aortic diseases: midterm follow-up of tevar with chimneys or physician-made fenestrations" received through "journal of endovascular therapy 2020, vol. 27(1) 132¿142". The authors: lei zhang, md, phd, meng-tao wu, md, phd, guang-lang zhu, md, et al. The article aimed to evaluate the midterm outcomes of thoracic endovascular aortic repair (tevar) using chimney grafts (ch-tevar) or thoracic stent-grafts with fenestrations made on the back table (f-tevar) to treat thoracic aortic dissection (tad) and thoracic aortic aneurysm (taa). A retrospective analysis was conducted of 474 consecutive patients (mean age 62.3±10.7 years; 346 men) treated with either f-tevar (n=110) or ch-tevar (n=364) for 352 tads (81 f-tevar and 271 ch-tevar) or 122 taas (29 f-tevar and 93 ch-tevar) from 2008 to 2016. Tag was used in ch-tevar(96/364), viabahn was used in f-tevar(29/75) and in ch-tevar(260/518). The results stated type I endoleak was identified in 40 (8.4%) patients (only 1 f-tevar case): 18 tad cases and 22 taa cases of the total 474 patients. Thirty-six (7.6%) patients underwent reintervention for proximal type I endoleak, with diminished flow in 31.